Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was intermittently unresponsive and the bottom of the keypad was peeling up. The reporter stated that it started 2 weeks ago and it was gradually getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/25/2013 with the following findings: the keypad cover was found to be torn and lifting from below the ok button and extended to the down arrow button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the down arrow button was hard to press and required increased force to engage. The up arrow and contrast keypad buttons responded appropriately to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded, discolored and difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text.